Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2020 labral repair procedure the surgeon was using ar-3638 fibertak implants. Two of the implants had issue. One each from lot 10956309 and lot 10984718. It was reported it appeared that the surgeon was using the proper technique. In both instances, the anchor sheath/body remained in the patient and the knotless mechanism was not able to be completed. The facility only had one remaining box of anchors in their inventory, and the lot number was the same as on of those that had issue (lot 10956309), the surgeon did not want to use that lot again. The surgeon completed the procedure by using a standard knotted fibertak implant, ar-3600, that was on their inventory shelf. With the second anchor that had issue the anchor sheath remained in the patient. After the case was completed, the surgeon played around with the sutures that were left from the anchor (successfully completing the splice and passing the repair stitch through itself) and then the blue #2 fiberwire cl was retrieved additional information obtained 12/2/2020: sales representative who was present stated proper technique was folled. The surgeon inserted the first anchor and passed the repair stitch around the labrum using a suture lasso. When he passed the repair stitch through the shuttle stitch loop and pulled the other end of the shuttle stitch, the shuttle stitch broke so the knotless mechanism could not be completed. For the second anchor, the same step were followed but this time the repair and shuttle stitch somehow became separated from the anchor sheath and pulled right out. It is unknown which screw lot was used first and which was used second. The only thing being returned from the two anchors that had issue is the #2 fiberwire from the second anchor used (which lot it was is unknown). A knotless fibertak disposable kit (ar-3638dc) had been used to prep the bone for the anchor insertions. Patient bone quality was reported to have been normal.